Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. The patient's wife had found the device after the patient passed away a few years ago and would like it replaced. The cause of death was not provided. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.